Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the cup was dislocated due to fall down of the patient. Japan: (B)(4).